Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/28/2022. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. Visual analysis of the returned sample determined that it was received three unopened samples that pertain to the product code w8556. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional information requested, the following was obtained: please confirm that the additional information received is accurate for this file ((B)(4)). -confirmed, wrong event description was input during the intake process. The information in (B)(4) is the correct description. Was the site closed and then re-opened to locate the needle? -no. Was additional dissection required in other organs/tissues other than the target tissue? -unk were there any adverse patient consequences as a result of the prolonged surgery time and additional dissection? - oozing was happened during the needle retrieving period what is the account name for this complaint? -((B)(6) hospital) the following additional information was requested: our failure analysis lab received the additional products with reference to this complaint, the following product was received: - product code: unknown. - product received: one multifilament suture. 1. Could you please clarify if additional device belongs to this complaint? 1a. If yes, please provide the product code and lot number for the unknown product 1b. Did a device malfunction occur during the same procedure for the unknown returned product and product code w8556 / lot sabbcu? 2. If not, could you please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. 5. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to (B)(6) with the ups, dhl or fedex tracker number. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4). Date sent to the FDA: 12/28/2022.

Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: - the actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: batch sabbcu. Batch scbcdr. A manufacturing record evaluation was performed for the finished device batch sabbcu, w8556cn31 and no non-conformances were identified. Mfg. Date - (B)(6)2022. Exp. Date - 12/31/2026. A manufacturing record evaluation was performed for the finished device batch scbcdr, w8556cn31 and no non-conformances were identified. Mfg. Date - (B)(6)2022. Exp. Date - 2/28/2027. The following information was requested, but unavailable: were there any unexpected outcomes or complications as a result of the prolonged surgery time? - unk. How long (in minutes) did the surgery prolong? - unk. What tissue was being sutured when the event occurred?-unk. Was additional dissection required in other organs/tissues other than the target tissue?-unk. Was there any change in the patient¿s post operative care due to the prolonged procedure? -unk. It was reported the surgeon plans to position the needle radiographically again and retrieve the needle, could you please confirm if reoperation was necessary to remove the needle? -the needle was positioned by CT now. But don't know the next plan. If no, are any plans in place to remove the needle piece in future? Unk. What tissue structure the broken needle was located? Unk. What is the surgeon's opinion of consequences to the patient? Unk. Was there any additional tissue damage as a result of searching for the needle piece? Unk. Please confirm the correct lot number (sabbcu or scbcdr): -unk. Two lots products were used in this op, the surgeon could not remember the lot of the ip. Additional information was requested, the following was obtained: could you please confirm how needles detached/pulled off from the suture during the procedure? One or two? The issuse was occurred during the op while sewing the tissue and the surgeon accidentally released the needle holder. Only 1 product had this issue. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please confirm that the additional information received is accurate for this file. Was the needle removed in the initial surgery? Was the site closed and then re-opened to locate the needle? Was additional dissection required in other organs/tissues other than the target tissue? Were there any adverse patient consequences as a result of the prolonged surgery time and additional dissection? What is the account name for this complaint?

Event description:
It was reported that a patient underwent an unknown procedure in 2022 and suture was used. It was reported that pull off suture needle occurred during the procedure, and the needle fell in the patient. The x-film was used to position the needle and the needle was retrieved in the end. The surgery was extended by about 2 hour. Oozing was happened during the needle retrieving period and the procedure was completed with a new product. No additional information could be provided currently. The lot of the actual product could not be confirmed, it should be sabbcu or scbcdr. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 1/18/2023 additional information was requested, the following was obtained: 1. Could you please clarify if additional device belongs to this complaint? 1a. If yes, please provide the product code and lot number for the unknown product 1b. Did a device malfunction occur during the same procedure for the unknown returned product and product code w8556 / lot sabbcu? 2. If not, could you please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. 5. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to ethwcqcom@its.jnj.com with the ups, dhl or fedex tracker number. -the product doesn¿t belong to any complaint. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.